Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. Lead was explanted and replaced. Patient's condition was good.